Event description:
A report was received that the patients battery was tipping backwards and was putting stress on the incision as it was discolored. It was also mentioned that there was dehiscence of the surgical wound.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients battery was tipping backwards and was putting stress on the incision as it was discolored. It was also mentioned that there was dehiscence of the surgical wound.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician tacked the battery down and made more room in the pocket. The patient was doing well postoperatively.

Event description:
A report was received that the patients battery was tipping backwards and was putting stress on the incision as it was discolored. It was also mentioned that there was dehiscene of the surgical wound.